Event description:
The customer reported that during a patient event where the patient was only being monitored, their device locked up. The device locked up reportedly during the boot up cycle and could not be used. The customer indicated that they were able to use a back up device with a minimal delay and continued monitoring the patient. There were no adverse effects caused to the patient as a result of the reported failure.

Manufacturer narrative:
Physio-control evaluated the device and was unable to verify or duplicate the reported lock up condition. Proper device operation was observed through functional and performance testing and the device was then returned to the customer for use. The cause of the reported failure could not be determined.